Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient stating that she still has days where she is peeing all over herself. Caller mentioned the fall at target she had as well that caused pain in her hip and leg. Caller stated that she is currently on program 2 and has already tried p1 and p3. On the call, caller successfully switched to p4 at 2.0v and is comfortable. Patient services (pss) reviewed therapy expectations and redirected to hcp if issues persist.

Event description:
Additional information was received from the patient who stated that they have had a few falls since the late summer and it hasn't worked since. The patient stated that they have tried all the programs already and none have helped. Patient was redirected to contact the hcp for reprogramming. No further complications were noted or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. The patient stated she had a fall and has since had a return of bladder symptoms. She has been back to the healthcare provider's office twice for reprogramming but is still having issues. Patient is feeling stimulation in the rectal area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received and patient their health care professional had checked lead/stimulator and said everything looked ok after fall but the stimulation in wrong location was resolved after hcp changed patient to different program. Patient's reason for call was for help changing from program 1 at 2.9v to a new program. Patient changed to program 2 at 0.7v during call. No further complications were noted or anticipated

Event description:
Additional information was received from the patient. The patient stated she had a fall and has since had a return of bladder symptoms. She has been back to the healthcare provider's office twice for reprogramming but is still having issues. Patient is feeling stimulation in the rectal area. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for urinary dysfunction/sacral nerve stim and gastrointestinal/ pelvic floor. The patient reported that her reason for calling is that she fell on her back at target about 3 weeks ago. The patient explained that the since the fall, she's had diarrhea intermittently, noting that she's never had diarrhea before. The patient stated that not long after the fall (about 2-3 weeks ago), she "started noticing that it wasn't working on the bladder, rather was feeling stimulation down my left leg rather than where it's supposed to go." The patient added that within the last week or so, there has been an intermittent stinging pain right where the ins is, and it seems to be coming from the ins itself. The patient stated that she was sore all over after the fall. The patient stated that she's also had a return of bladder symptoms since the fall, noting that she goes through 6 or 8 overnight pads a day. The patient reported that she called her healthcare provider (hcp), and that the hcp made an appointment for reprogramming. The patient stated that she decreased stimulation from "4 something" to "2 or something like that" because the stimulation in her left leg was annoying. The patient stated that the stimulation she feels in her left leg is not as obvious when it's "down to 2." The patient stated that she's been taking pain pills every 6 hours for the intermittent stinging pain she feels near the ins, noting that the pain pills are "not the over-the-counter variety." The patient inquired if bowel function could be affected by a lead that migrated and if the stinging pain near the ins site is significant of anything. Patient services reviewed known adverse events, and redirected the patient to her healthcare provider (hcp). Patient services advised the patient that she could consider turning the ins off to see if her symptoms subside. The patient noted that she has an appointment with her hcp on (B)(6) 2019. No further complications were anticipated/reported.